Manufacturer narrative:
The company rep examined the system and verified the surgeon settings. Preventative maintenance (pm) was performed; the system was then tested and met all product specifications. The host battery, remote control batteries, and solenoid spacers were replaced as part of the pm. A worn footswitch cable was also replaced, although not related to the reported event. No samples were returned, therefore steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. However info received from the customer noted the event was not related to the function of the system; it was a misunderstanding on the part of the doctor. (B)(4). This report was mailed to FDA on: 03/25/2011. (B)(4).

Event description:
A customer reported a problem with the doctor's settings in the system. The system was exchanged to complete the procedure. Additional info was received indicating this event was not in any way related to the function of the system, but instead was a misunderstanding on the part of the surgeon. The customer was unwilling to provide any further info. There was no pt harm reported.